Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in a coronary artery. A synergy drug-eluting stent was deployed to treat the lesion. However, post stent implantation, the patient died.